Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that they did rewind of the insulin pump and it did not work. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.